Event description:
Additional information indicated that it was unknown if the patient's symptoms were the result of device therapy issue or an infection. The patient recovered without permanent impairment.

Event description:
Additional information received reported the patient was having ¿some return of symptoms¿ however it was unknown if it was related to the patient¿s device/therapy or the presence of an infection. When the reporter was asked for further detail, they said they would call back if they felt the patient¿s symptoms were device/therapy related once the dye study they were to perform was complete. No further information was provided including the cause of the symptoms, the results of the dye study, if any additional troubleshooting, actions or interventions were taken or the patient¿s outcome was provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect and increase in spasticity beginning two weeks prior to report. A dye study was planned for the day of report to ensure that the system was intact. The manufacturer's representative noted that there was one motor stall in the pump logs on (B)(6) 2014 at 10:24 with a recovery at 11:25 and a confirmed MRI on that day so "the stall was totally normal." It was noted that if no issues were found during the dye study, the dosing would be increased as the patient had not had a dose increase recently. It was later noted that the radiologist was unable to aspirate the catheter. The next step at the time of report was unknown as the managing physician was going to be made aware of the issue. The pump was infusing baclofen. It was later reported that the patient's legs had been "jumping around more recently". The doctor had been unable to draw back on the catheter through the catheter access port (cap) causing an unsuccessful dye study. The patient reportedly appeared to be in no distress. Additional information was requested, but was not available at the time of report.